Manufacturer narrative:
The sample is reported to be discarded but a lot history review will be performed.

Event description:
The event occurred on an unspecified date and involved a tego® connector where the customer reported that they experienced reduced flows and dropping pressures on the permcath on dialysis procedure. The customer stated that they changed the tego caps, and it would work for that session but then they incurred the same problem again the next session. The customer experienced multiple episodes with the tego caps. The customer did not know how long the device was used. There was patient involvement and delay in therapy but there was no harm as a result of the reported event.

Manufacturer narrative:
Investigation summary: no product samples, pictures, or videos were received for investigation. However, the complaint can be confirmed based on the device and complaint information. The probable cause of no flow is due to a variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The DHR was reviewed and the lot number was found to fall under the scope of a corrective and preventative action (CAPA) plan. The CAPA plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.